Event description:
It was reported patient underwent hip revision post implantation due to unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: report source australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. Medical records were not provided. Based on the available information, the reported event cannot be confirmed and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: item # 00877503603, bioloxâ® delta, ceramic femoral head, l, ã¸ 36/+3.5, taper 12/14, lot # 3136761 item # 110010244, g7 osseoti 3 hole shell 52mm e, lot # 7480872. Item # 010000935, g7 hi-wall e1 liner 36mm e, lot # 6923381. Item # 31-323230, 3.2mmx30mm rnglc+ acet drl bit, lot # 65976365. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.